Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissoring. The surgeon squeezed again and the clip did not close at all. Three clips were placed on the vessel and scissored and one additional fell off. Three were removed and the clip that fell off was retrieved. The tech took the device to the back table and pulled the trigger two times and the clips formed correctly. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? One, 2, 3 and 4. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes for all. Was there any torque or twisting of the device present at the time of firing? No for all. Was any unexpected resistance felt while firing the trigger? Not mentioned. Were any unexpected noises heard? No for all. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Tech outside 2 times.